Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, the jaws became locked while working on the great omentum. The device was not on tissue when this occurred. The device was returned for evaluation with the knife protruding from the jaws. There was no pt injury.